Manufacturer narrative:
Failure analysis noted that the insulin pump had a button error alarm due to corroded keypad traces. There was no moisture damage on the electronics. The pump had scratched display window, cracked battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 9.7 mmol/l at the time of incident. The customer stated that she was unable to clear the alarm and it was possible that the pump got wet while in fiji. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.